Manufacturer narrative:
Concomitant medical products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension; product ID 3093-28, lot# v020690, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implant did not help with their bladder infections. It did help their retention and incontinence though. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.